Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040ma. Troubleshooting was performed and the customer reported that the led(light emitting diode) light on the transmitter did not blink when connected to the sensor, although the transmitter was confirmed to have been charged. The tester procedure for the transmitter was performed. The customer requested to run the test plug procedure. No damage was reported to the transmitter. The led(light emitting diode) light did not blink when connected to the tester or when removed from the charger after one minute. No harm requiring medical interventions were reported. The product mmt-7040ma will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-7841zn will be returned for analysis.

Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and the connector pins, unable to continue with functional testing or verify loss communication/led anomalies due to physical damage. In conclusion, the customer complaint of loss of communication/led anomalies could not be confirmed, due to transmitter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.